Event description:
The intralase fs laser was used to created bilateral corneal flaps for lasik surgery in 2008. One day post-operatively, the patient presented with stage 1 diffuse lamellar keratitis (dlk) on the right (od) eye and in-growth on the left (os) eye. A flap lift and rinse os was performed five days later. The patient was prescribed topical steroids. The patients preoperative best corrected visual acuity (bcva) was 20/20 ou. Patients postoperative bcva is 20/20 ou. The patient responded to treatment and both the dlk and in-growth resolved.

Manufacturer narrative:
A field service engineer (fse) visited the site and inspected the laser. The system met specifications and performed as intended. A clinical development specialist (cds) visited the site in order to obtain patient follow up status and assess the surgeon's environmental factors, laser settings, surgical technique, and sterility process to determine possible root cause(s). Although a single root cause was not identified, the customer believes that the probable root cause for the dlk and in-growth may have been attributed to either an epidemic from their sterilization or due to high energy settings. The cds reduced the energy and the customer reversed a previous change made to their topical anesthesia and brand of sponge used. Since the energy settings were changed, there have been no more reports of dlk.